Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a faulty image converter. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center which was connected to a stryker monitor had no image. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device has not yet been received by olympus for evaluation.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.